Event description:
It was reported to boston scientific corp in 2008 that a flexima nasobiliary catheter was used on two days earlier. According to the complainant, while removing the guidewire from the target lesion, some resistance was felt. When the guidewire was removed, the physician noted the coating was peeled in three places. The peeled coating remained inside the pt and was visible under fluoroscopy. The procedure was completed with this flexima nasobiliary catheter. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for eval, it has not been received. The device eval has not been performed; the cause of the reported malfunction is undetermined.